Event description:
Account alleged that the brakes are locked and are unable to release. No pt impact.

Manufacturer narrative:
The account found the brake steer caster puck was jammed on the wheel. The account adjusted the puck and applied loctite to resolve the issue.